Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had broken keyboard. The nurse reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system had failed keyboard. The field service engineer changed port for keyboard. Also checked device manager, unchecked boxes for power management usb controllers the system functioned as intended after the field service engineer troubleshot the device.